Event description:
Received a report from consumer who advised in beginning of 1999 she removed a tampon and noticed part of tampon pledget missing. She then experienced vaginal irritation, swelling and pain which required numerous medical visits and tests.